Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that no capture was observed. Upon visual inspection of device, there was blood in lead. The physician did not like the look of the blood and decide to explant the lead. The patient condition was stable pre during and post procedure.

Manufacturer narrative:
The reported event of no capture was not confirmed. Analysis was normal. No anomalies were found.